Manufacturer narrative:
Submit date - 8/16/2018. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of the reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The returned samples consisted of three used uvc catheters, which came inside a generic plastic bag. Additionally, two catheters came connected to syringes and one an adapter. The sample presented signs of use. Underwater testing was performed and a leak was observed below the strain relief in two of the catheters. The other catheter did not demonstrate a leak. The event reported was confirmed. Leaks at strain relief junction during normal use as was reviewed as a potential failure, however manufacturing performs a 100% leak test per procedure which would identify this issue in the catheter assembly. The instructions for use warn: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Based on the available information this potential cause could not be discarded. The reported condition has been confirmed. According to the sample evaluation, the leak was confirmed in two of the samples. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as unintentional misuse; this condition occurred most likely during use caused due to manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the peripherally inserted central catheter (PICC) line started leaking after it had been in the patient. The customer further reports that the catheter was leaking just below the hub (purple wings) and above the cm markings.